Event description:
It was reported that the patient had a kidney infection during the trial. She had about a 20% reduction in symptoms during the trial and went on to receive an implantable neurostimulator; however, the infection delayed permanent implant.

Manufacturer narrative:
(B)(4)